Event description:
Caller alleged imprecision with the inratio meter. Complaint summery: date: (B)(6) 2013, inratio inr: 6.0, strip lot number: 304242; date: (B)(6) 2013, inratio inr: 2.4, strip lot number: 315104. Time between testing was five minutes. Pt's therapeutic range was not provided. No further information was provided.

Manufacturer narrative:
Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet prevision criteria. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot numbers 304242 and 315104. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. As received on (B)(4) 2013, fifty on (51) discrepant complaints were reported for lot number 304242 yielding a complaint rate below the action thresholds monitored by quality assurance for corrective action. Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. As reviewed on (B)(4) 2013, seven (7) discrepant result complaints were reported for lot number 315104 yielding a complaint rate below the action thresholds monitored by quality assurance for corrective action. Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.